Event description:
Patient previously had left partial knee replacement, which had proven insufficient to correct joint problems. Patient had left total knee replacement (tkr) on (B)(6) 2010 using zimmer natural knee system products. Severe chronic pain and mobility issues persisted. The tibial component of the tkr proved faulty, failed, and necessitated a revision surgery within six months. Beginning on (B)(6) 2011 (12 weeks after surgery) x-rays began to show loosening of the tibial component, which continued to worsen until a revision of the tkr was necessary. The revision surgery took place on (B)(6) 2011.